Event description:
It was reported that the pump miscalculated boluses. Customer's blood glucose was 50 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support completed a log review and determined the pump functioned as intended.